Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube sheath and the coil sheath were severed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of event is most likely related to the operator's technique. Based on the investigation and the similar cases in the past, it was known that the failure of releasing the loop might be caused by catching the loop between the hook and the coil sheath after releasing the loop in the tube sheath for unspecified reason. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
The doctor ligated the polyp with the subject device during a colorectal polypectomy. After that, the doctor attempted to release the loop, but he could not. Therefore the doctor severed the insertion portion of the subject device, and aborted the procedure. The fragment was not retrieved. The patient was hospitalized. However, the hospitalization was originally scheduled. At later date, the doctor cut the loop with the loop cutter, and retrieved the fragment. On that day, the doctor completed the polypectomy.